Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that the pump gave her 40u/h or 80u/h. Customer alleged over delivery. Customer was working when she had the low blood glucose on (B)(6) 2024 at 11am. She got glucose gel at work and went to the emergency room at 1:30pm, where she was treated with dextrose 5 intravenously (not insulin drip). Customer said she was using her father's pump, sn (B)(6). Troubleshooting was done. Customer will discontinue the pump and return it for analysis. Reservoir and set will also be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 30 mg/dl. The customer reported hypoglycemia was treated with IV insulin drip (intravenous insulin infusion), glucose/carb intake, ems/ambulance/ER visit. The event involved product(s) mmt-332a, mmt-242a, mmt-1880. Troubleshooting was performed and the customer was not using the auto mode/smartguard feature at the time of the event also the customer has been using the insulin pump system within 48hrs of reported low blood glucose event. No further patient complications were reported. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-242a. Mmt-1880 was requested and customer response was the device will be returned.